Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low monitoring voltage out of the box. The device was not cold.